Event description:
Customer reported that they had 2 false positive accu tni results in the last 5 days. Both samples were collected from the emergency room (ER). Corrected results were reported to ER. No treatment was initiated based on the elevated test results.